Event description:
It was reported that high impedance result was found on patient's vns system. It was reported that the generator was turned off and patient referred for x-rays. It was reported that the last good diagnostics results were obtained in (B)(6) 2015, the lead impedance was 2261ohms.. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. X-rays dated (B)(6) 2016 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed.